Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal odor, vaginal skin growths, protrusion, fatigue, vaginal bulging sensation, urinary urgency, and worsening stress urinary incontinence. It was reported that patient concurrently underwent anterior and posterior vaginal repair and cystoscopy. It was reported that patient underwent vaginal anteroposterior repair and laparoscopic removal of bilateral adnexal structures on (B)(6) 2009 by dr. (B)(6) due to vaginal relaxation with suspected enterocele and right lower quadrant discomfort.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.